Event description:
The user facility reported that the white part of the catheter hub snapped into the animal's vein and had to be surgically removed. The procedure was completed successfully. No serious injury to the patient's final impact. The event occurred intra-operative. Additional information was received on 31 oct 2024: no photos or broken hub were retained. In this cases, however, the cephalic vein was cannulated on the cavoodle. The actual sample was not kept.

Manufacturer narrative:
A2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: not provided for animal use. A4: weight: requested, not provided. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, not provided. E3: occupation: purchasing and inventory officer. The details of the actual condition of the sample were unable to be determined as it was not available for evaluation. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. All samples met the required specifications. There was no issued nonconformity report related to human error during lot production. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube condition. The catheter tube and catheter hub fitting test is conducted during the production process. In-process inspection was conducted at visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection which includes visual inspection and verification of the certificate of analysis according to the material specification. We received a total of thirty-five (35) complaints from the previous two fiscal years to the present for the same issue, but the cause was not identified as related to our product or manufacturing process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to include the evaluation of the unused samples. Four samples from the same lot were received. Upon visual inspection, all four samples showed no signs of catheter damage. Additionally, they successfully passed both the catheter tube and catheter hub fitting force tests. A total of thirty-six (36) complaints were received from the previous two fiscal years to the present for the same issue, but the cause was not identified as related to our product or manufacturing process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. The unopened lot samples returned by the customer are visually good and passed the catheter tube and catheter hub fitting force test. We conduct routine inspections to check the condition of our products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured.